Event description:
Follow up information received identified the patient's scs ipg was replaced. The reported issue has been resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of occasional pain at her scs ipg site. The patient stated when she moves her body around, the pain occurs. Surgical intervention may be taken to address the issue.